Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Added h4 : a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a possible cause of a loose connector is that the user applied stress to the connector and it loosened over time, or it may have been caused by hitting a hard object. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report the oer-pro endoscope reprocessor had a broken grey scope connector. The connecting tube cannot be connected to the channel connector in the reprocessing basin. No patient involvement or injury was reported.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector and verified the equipment according to original equipment manufacturer's instructions. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.